Manufacturer narrative:
Not returned.

Event description:
It was reported that non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed via remote transmission. The patient was asymptomatic. Programming changes were made. The patient was stable before, during, and after the event.